Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board will be replaced to address the issue. Conclusions: device has been evaluated but the components have not been replaced pending customer approval of the estimate.

Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a flow sensor test step. The device was not in patient use.